Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: x-rays were provided and the assessment states that superior dislocation of the femoral head was noted. Significant vertical orientation of the acetabular cup likely predisposing to dislocation was observed. No other anomalies were noted. Reported event was confirmed by review of x-rays provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner, unknown stem, unknown cup. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2018-07093. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient underwent hip arthroplasty on an unknown date. Subsequently, the patient underwent a closed reduction on an unknown date due to dislocation, attempts have been made and additional information on the reported event is unavailable.